Event description:
It was reported that a new ilet user experienced multiple hypoglycemic events while using the system with a g7 cgm and a cd infusion set, including repeated low glucose readings in the 40s to 70s mg/dl range, occurring amid meal announcements made at suboptimal times and following correction activity; the user treated lows with oral fast-acting carbohydrates such as glucose tablets and juice. Symptoms included hypoglycemia without reported clinical sequelae beyond hunger at lower glucose levels. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user regarding timing of meal announcements, correction patterns, and low-glucose treatments, along with troubleshooting education and assignment for additional training. Investigation of this case revealed no findings available and insufficient information to associate the event with a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.